Event description:
The patient stated pen needles do not stay on the end of the pen. When he does get to attach, sometimes the medication does not administer so he has to change the needle and stick himself again.